Manufacturer narrative:
The device was received for evaluation. During functional testing, turns off by itself did not occur. A review of the event history log revealed multiple improper shutdown messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation inspected the device but did not observe any symptom or potential cause of the reported issue, with no action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had turned off by itself during an unspecified process step. There was no patient involvement. No additional information is available.